Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was experiencing unstable and high pacing threshold as well as a sensing issue. The rv lead was repositioned and remains in use. The patient is enrolled in the attain stability quad clinical study. No patient complications have been reported as a result of this event.